Event description:
Customer was hospitalized for high bgs. It was stated that the customer received a no delivery alarm and changed the set several times. Troubleshooting was not performed due to the customer wearing the pump and being at school at the time of the call. Later a follow up was done. Family member was very concerned because the pump continues alarming without a bolus attempt even after the set was changed. A replacement pump was requested.